Event description:
It was reported that the vns patient underwent surgery in 2004 to explant his device due to an infection. The patient was not re-implanted. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by the patient's wife that the patient's body rejected the device and during the explant procedure the patient's vagus nerve had to be clipped to remove the lead.